Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up and remained stuck on the philips logo screen. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and found that the system was hanging on startup due to monitor and usb extender issues, which were resolved by connecting a keyboard; on-site support was dispatched for further assistance. The philips field service engineer (fse) checked the system onsite and found that the issue to be caused by a defective monitor (screen defect) in the control room and possible faulty usb connections. To resolve the issue, the fse replaced the monochrome monitor and the usb extender kit. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.